Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be hardware overheating due to defective heatsink paste. Investigation of log files showed the system was powered up from the previous day. The customer performed a system check by registering a patient and fluoro and acquisitions were successful on both a & b planes. Later the image acquisition system (ias) and app event log files stopped. The siemens service engineer experienced intermittent functionality during the debug process with both the ias and image visualization system (ivs). The service engineer inspected the central processor unit (cpu) heatsinks on both the ias and ivs and determined that the thermal compound was very dry. A functioning heatsink past ensures that the electronics inside the housing do not become too warm. New heatsink paste was applied to the cpu's of all imaging system pc's. After applying the new heatsink paste, the behavior was eliminated. Following service intervention there have been no further issues reported onsite. No further corrective actions are planned based on this nonsystematic event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Resubmission of initial report as per FDA on 4/1/19.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the ias-a went offline and there was no power in the operating room. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.